Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-69: using incorrect test strip platform. Note: manufacturer contacted customer in a follow-up call on 07-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint that the trueresult meter was not turning on when a test strip was inserted. Customer also reported complaint for low blood glucose test results. Customer was using discontinued product and the incorrect test strips for the meter. The customer is concerned with test results from results obtained of 21 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-75 mg/dl; expected pm fasting blood glucose test result range is 87-118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The manufacturer's expiration date of the test strips is 01/29/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 21mg/dl date: 8/14/2019 time: 8:32pm am fasting, result 2 : 23mg/dl date: 1/5/2019 time: 8:32pm pm fasting, result 3 : 27mg/dl date: 1/1/2019 time: 12:00pm pm fasting.